Event description:
Minor surgery pack was opened - when visually inspected clear fluid was dispensed into the pitcher - the staff noted debris floating in the pitcher which did not appear to come from the clear fluid - appears the debris was in the pitcher.